Manufacturer narrative:
(B)(4). Batch # r58p03. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a vats wedge, the surgeon used a power echelon 45 and everything went smoothly for the first firing (with ecr45g). During the second firing, staples were formed successfully but the blade could not be retrieved, hence the jaw could not be opened. Surgeon pressed the reverse button but it didn't work, and had to use manual override and the blade was retrieved back successfully and jaw was opened. He completed the wedge by opening a manual echelon and firing a third reload. Surgery was not delayed due to the reported event and was successfully completed. No fragments were generated and there were no patient consequences reported. No additional information is available at this time.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/24/2020. D4: batch # r58p03. Investigation summary ==> the analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.